Event description:
Event summary: it was reported that the patient presented to the emergency department on (B)(6) 2022 with complaints of general malaise, sudden left extremity swelling, weakness, and lightheadedness. The patient had elevated lactate dehydrogenase (ldh) levels. The patient had recently had a sternal wound vacuum assisted closure (vac) removed and denied any signs of infection. Cultures were taken that were (B)(6) for (B)(6). The patient was started on vancomycin and piperacillin-tazobactam (zosyn). Log files did not reveal any abnormal events relating to pump thrombus, but a computed tomography angiography (cta) was completed of the patient's chest that revealed a nonocclusive thrombus along the anterior wall within the lumen. The patient was transferred to the cardiovascular intensive care unit (cvicu) where they quickly decompensated due to acute fulminant liver failure with reported metabolic and lactic acidosis, hypoglycemia, and distributive shock. The patient was intubated and started on inhaled epoprostenol (flohan), dobutamine, epinepherine, norepinephrine bitartrate (levophed), and vasopressin. Overnight between (B)(6) 2022 and (B)(6) 2022 the patient was noted to not be following commands. A head CT revealed bilateral occipital infarcts. Neurology noted the occipital lesions were likely due to ischemia but could be due to posterior reversible encephalopathy syndrome (pres). A repeat head CT on (B)(6) 2022 revealed evolving bilateral occipital stroke and no hemorrhage. On (B)(6) 2022 the patient began following commands consistently. The patient was extubated on (B)(6) 2022. Unequal pupils were noted on (B)(6) 2022. A stat head CT showed no changes. A transthoracic echocardiogram (tte) was performed on (B)(6) 2022 that revealed moderate to severe right ventricular dysfunction and a depressed left ventricle. (B)(6) bacteremia was founa and antibiotics were switched to daptomycin and ceftaroline. Dobutamine was weaned off on (B)(6) 2022 and milrinone was continued. Patient support was ongoing. Rehab was recommended for discharge.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus could not be confirmed through the review of the submitted images and no product was returned for evaluation. A specific cause for the patient¿s infection could not be conclusively determined, and a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events as well as a direct correlation between the thrombus and the reported events could not be conclusively established. Furthermore, review of the log files provided by the account revealed no atypical events or alarms and captured the pump functioning as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jun2019. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including, infection (local, driveline, pump pocket), stroke, right heart failure, hepatic dysfunction, and pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists infection and thromboembolism as potential late postimplant complications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that prior to left ventricular asist device (lvad) implantation, the patient's right ventricle was moderately enlarged with moderately depressed systolic function.

Event description:
Additional information was received stating that a computed tomography angiography (cta) showed a hematoma around the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus could not be confirmed through the review of the submitted images and no product was returned for evaluation. A specific cause for the patient¿s infection could not be conclusively determined, and a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events as well as a direct correlation between the thrombus and the reported events could not be conclusively established. Furthermore, review of the log files provided by the account revealed no atypical events or alarms and captured the pump functioning as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including, bleeding, infection (local, driveline, pump pocket), stroke, right heart failure, hepatic dysfunction, and pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists infection and thromboembolism as potential late postimplant complications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.